Manufacturer narrative:
Claim not related to device design or function. The chair operated as designed during a test ride.

Event description:
The provider alleges the consumer was trying to get back into the chair after using the bathroom when she allegedly fell into the chair, hit her back on the seat of the chair and allegedly landed on the footplate.

Event description:
The provider alleges the consumer was trying to get back into the chair after using the bathroom when she allegedly fell into the chair, hit her back on the seat of the chair and allegedly landed on the footplate.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.